Event description:
Rec'd user facility voluntary medwatch which states, perclose device used after ptca. Pt developed retroperitoneal bleed and went to the or for repair femoral artery". Upon further query with the customer, the following info was rec'd. It was reported that the physician stated that the perclose device did not cause the retro-peritoneal bleed. The pt was taken for an unspecified diagnostic test, which revealed that the area of the artery bleeding was adjacent to the perclose site.